Manufacturer narrative:
Age, weight, and ethnicity: information not provided. Date of event: unknown, not provided. Catalog #: partial information provided as serial number is not provided. Serial #: information unknown/ not provided. Expiration date: unknown/ not provided. UDI #: unknown/ not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Device manufacturing date: unknown not provided. Device evaluation: the device was not returned for evaluation. Therefore, product testing could not be performed, therefore, a failure analysis of the complaint device cannot be completed. Manufacturing record evaluation: the manufacturing record for the intraocular lenses could not be performed as the serial numbers were not provided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Citations submitted: january 24, 2020 / final revision submitted: march 11, 2020 / accepted: april 4, 2020 from the department of ophthalmology, university of helsinki and helsinki university hospital, helsinki, finland. Corresponding author: sanna leinonen.

Event description:
The following article was received based on a literature review: literature title: results 5 to 10 years after cataract surgery with primary iol implantation in juvenile idiopathic arthritis-related uveitis. A retrospective cohort study was done to evaluate the results of cataract extraction with primary intraocular lens (iol) implantation in patients with juvenile idiopathic arthritis (jia) and uveitis-related cataract. A total of 26 eyes of 20 patients were studied and underwent phacoemulsification with primary in-the-bag acrylic iol implantation using the following iols: acrysof sa60 (n=3 eyes), sa60at (n=2 eyes), ma30ac (n=4 eyes), ma60ac (n=1 eye), and ma30ba (n=1 eye) (alcon laboratories, inc.); sensar ar40 (n=6 eyes) and tecnis za9003 (n=9 eyes) (abbott medical optics inc.). Two eyes (2) never reached a corrected distance visual acuity (cdva) of 0.5 (20/40) and in 2 eyes, cdva decreased below 0.5 over the period of 3 to 5 years after the operation. Postoperative ocular hypotony occurred in 2 eyes, both of which had undergone a posterior capsulotomy and anterior vitrectomy in addition to cataract extraction and iol implantation. Three (3) eyes developed secondary glaucoma after cataract extraction and underwent iop-lowering surgery at 5.8 to 13.6 years. One (1) developed glaucoma after intravitreal insertion of a fluocinolone acetonide implant. It was reported that eyes that had more active uveitis preoperatively continued to have more active uveitis at 3 months and 12 months after cataract extraction. Posterior capsule opacification was diagnosed in 20 of 21 eyes that did not undergo a primary posterior capsulotomy and anterior vitrectomy. It was treated in 15 of 21 eyes 1.0 to 9.8 years after the cataract surgery wherein 14 capsulotomies were performed with an nd:yag laser and 1 surgically. Primary posterior capsulotomy and anterior vitrectomy was performed in 5 eyes of 4 patients. In 3 of these eyes, a retrolental membrane at the level of the posterior capsule was treated later either surgically or using an nd:yag laser at 0.7 to 2.9 years after the cataract surgery. Repeated treatment because of a secondary retrolental membrane at the level of the posterior capsule was needed in 4 eyes, none of which had received a primary posterior capsulotomy. It is not clear if these complications occurred in the eyes implanted with sensar ar40 and tecnis za9003 or the other products. Further interventions were not reported. This report captures report for ar40 (sensar) suspect product. I separate report is submitted to capture report for za9003 suspect product.